Event description:
Philips received a complaint by the customer on the v60 indicating that the green check mark where the navigation ring would be was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the green check mark where the navigation ring would be was not responding. The remote service engineer (rse) advised the customer to check the connection at the user interface (ui) switch printed circuit board assembly (pcba) and to reconnect if necessary. The rse also advised if the connection was good then a replacement of the ui switch pcba was required. The rse provided the customer with the part number of the ui switch pcba. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the user interface (ui) switch printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.